Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur. Caller was able to continue using the pump and was advised to call back if the issue recurred.